Event description:
Single lumen PICC [peripherally inserted central catheter] placed on [redacted], xray reports PICC is in satisfactory position. IV team receives a consult on [redacted], the next day, to assess PICC due to not flushing or drawing. Xray re-did to confirm placement before giving cathflo. Xray reports PICC tip is no longer in satisfactory position. PICC catheter changed out to new PICC catheter; xray reports catheter tip is in satisfactory position. IV team receives a consult on [redacted], the following day, to assess PICC due to not flushing or drawing. Rn was concerned on assessment of PICC site because there was induration and redness around the dressing site. PICC removed and found that it was kinked at the 4 cm mark.